Event description:
Mepilex transfer dressing was applied around the patient's peg tube site. It was noted that the mepilex had a yellow color. Patient reported burning at site. Caregiver removed the dressing and applied different piece of mepilex transfer that did not look discolored. No further irritation reported or noted by caregiver.